Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The exam used when the reported issue occurred was sent to medtronic for evaluation. The reported issue could be replicated following generation of a registration model. After logging out of the procedure, the viewed had delayed response but the error message would not appear.

Event description:
A medtronic representative reported that, while outside of a procedure, a low performance error message appeared on the navigation system when loading an exam with 585 slices. It was reported that when loading a smaller exam, the navigation system functioned as designed. It was reported that the memory error did not appear when the stealth merge feature was used on 2x series containing more than 585 slices combined. There was no patient present when this issue was identified. No additional information was provided.